Event description:
Initial contact received from w.l. Gore indicating a product complaint had occurred, stating the event description as: "on (B)(6) 2007, cook tornado coils were used to treat a possible type 2 or 3 endoleak". The cook area representative was contacted with this information and in turn spoke with the physician who stated the following from memory: coil migration had occurred; however, the migration can not be contributed to the fault of the used cook incorporated embolization coils. No further information provided.

Manufacturer narrative:
Per quality control specification, the device is visually inspected for correct coil diameter and length. The device is shipped with an instructions for use (IFU) that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. In addition, the IFU states: positioning of embolization coils should be done with particular care. Coils should not be left too close to inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. We are unable to determine what may have led to this failure mode without the actual complaint device or additional information about the procedure. Per the physician, the migration cannot be contributed to the fault of the used cook incorporated embolization coils. We will continue to monitor for similar complaints and have notified the appropriate in-house personnel.